Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming, malfunction, or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements. A simulated therapy was completed with no issues noted and no abnormal pressures were identified during pneumatic system testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation no issues were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was requested but has not been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if the pt was connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.